Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. During the procedure it was noted that the left common iliac was aneurysmal with a diameter measurement of 18 mm. A contralateral leg component was implanted distally landing 1 cm above the left hypogastric. An angiogram performed at the conclusion of the procedure, showed adequate seal was obtained in the left common iliac artery and no evidence of endoleak was noted. On an unknown date, follow-up imaging identified enlargement of the left common iliac to a diameter of 32 mm. It was reported this growth resulted in the loss of wall apposition of the contralateral leg component and a distal type I endoleak. Reportedly, the physician believes that progression of the underlying iliac disease process resulted in elongation and dilatation of the left common iliac. On (B)(6) 2013, an intervention was performed to treat the endoleak and the aneurysm enlargement. Two gore excluder aaa endoprostheses were implanted to provide distal extension. Final angiography showed resolution of the endoleak and exclusion of the aneurysm. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.